Event description:
It was reported to philips by a customer that the unit had low tidal volume. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer was dispatched to the site and confirmed the reported problem. The international service engineer replaced the flow sensor to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).